Event description:
Battery indicator on enve ventilator fully charged before take-off. Immediately after take -off for air transport, the battery pack light and alarm indicated battery needed changed. Battery was changed, however, after battery was changed, the ventilator stopped functioning and oxygen was no longer delivered to the patient. To maintain oxygen flow, the nurse had to press "standby-yes-resume" during the entire flight. In addition, ventilation circuit disconnected twice during flight.